Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 408 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. No further information reported.